Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker presented to the hospital with diaphragmatic stimulation and shortness of breath. An x-ray was obtained confirming the device had migrated in the pocket that in turn put tension on both the right atrial (ra) and right ventricular (rv) leads resulting in dislodgement of both. The patient was in an underlying rhythm of second degree atrioventricular block; there were no instances of asystole. A revision procedure was subsequently performed at which time the physician noted that neither the device nor leads were sutured down correctly therefore resulting in the reported migration and dislodgement. The device and leads were successfully repositioned. No adverse patient effects were reported. This system remains in service.